Manufacturer narrative:
Upon further review, the FDA patient event code 'corneal edema - e0807¿ has been retracted from the file, as this event does not pertain to the ophthalmic system. Additional information provided in sections h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In a literature study article, a physician reported an investigation comparing the efficiencies of two handpieces used at different intraocular pressure (iop) settings, one with low iop (20 mm hg) and the other with high iop (50 mm hg). The results of the study suggested that the efficiencies of both handpieces were similar, regardless of the iop settings. A total of seventy-two eyes from thirty-six patient's who underwent cataract surgery using an ophthalmic operating system were included in the study. Postoperatively, the patient's experienced elevated intraocular pressure (iop), corneal edema and iritis in the eye (unknown). The current condition of the patient's were recovered within one-week post-surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: efficiency of phacoemulsification handpieces with high and low intraocular pressure settings. J cataract refract surg 2025; 51(3): 218-221. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.